Event description:
Customer complaint of high blood results. Expected blood glucose results range from 108 to 125 mg/dl. Blood test performed during call after meal ((B)(6) 2013; 9:16 am) with result of 186 mg/dl. Test strip lot manufacturer's expiration date is (B)(6) 2014. Recall test results performed from meter memory: (B)(6) 2013; 8:11 am - 141 mg/dl, (B)(6) 2013; 8:12 am - 138 mg/dl, (B)(6) 2013; 8:10 am - 146 mg/dl, (B)(6) 2013: 7:35 am - 140 mg/dl, (B)(6) 2013; 3:06 pm - 234 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013).